Event description:
It was reported that the patients spinal cord stimulator had malfunctioned. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 17169691/17169690.